Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms can be confirmed based on the information recorded in the log files retrieved from the returned system controllers. The event log file retrieved from the system controller serial number (B)(4) contained data recorded on (B)(6) 2021 from 2:54 pm to 7:20 pm where intermittent low voltage advisory alarms were recorded while on 14v batteries. The data captured at 3:01 pm revealed that the driveline was disconnected and reconnected at 3:03pm. The next entries revealed that both power cables were disconnected, a no external power alarm activated and the driveline was disconnected again. The data recorded at 3:58 pm indicated that the driveline was reconnected, the system initiated operation at the desired set speed with intermittent low voltage advisory alarms while on batteries. The driveline was disconnected again at 3:59 pm and remained disconnected until the last recorded entry. The data contained in the event log file retrieved from system controller serial number (B)(4) revealed that the driveline was connected at 3:03pm and the system initiated operation at the desired set speed with intermittent low voltage advisory alarms while on 14v batteries. The white power cable was disconnected from the 14v battery and connected to a mpu when the black power cable was still connected to a 14v battery. The low voltage advisory alarms remained active and it was associated with the black power cable. Both power cables were briefly connected to a mpu and then connected to 14v batteries and the intermittent low power advisory alarm activated again. The data captured at 3:26 pm revealed that both power cables were disconnected resulting in a no external power alarm. The controller was connected to a mpu (both power cables) at 3:27 pm and the alarms cleared. The system operated with no active alarms until 3:56 pm when the driveline was disconnected. The driveline was reconnected and the controller was connected to 14v batteries. The system continued to operate with intermittent low voltage advisory alarms while on batteries until the driveline was disconnected at 7:48 pm. The returned modular cable was functionally tested using the laboratory equipment and was found to function as intended. The modular cable was operated for extended period of time while connected to the returned system controllers and test pump and there were no atypical alarms/events observed. The modular cable inner wires were tested/measured for any continuity and insulation issue and there were no issues observed. In conclusion, the investigation did not identify a correlation between the low voltage alarms captured in the log files and the returned modular cable. The device history records was reviewed and showed no deviation from manufacturing or quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-03861; 2916596-2021-03862; 2916596-2021-03477. It was reported that the patient was having voltage issues while on batteries. This was thought to possibly be an issue with the 14 volt batteries, the battery clips, or both. Review of the patient's log files showed intermittent low voltage advisory events on (B)(6) 2021 at 14:45-15:00 on battery power. At 15:01 the driveline was disconnected and re-connected followed by some low flow and low voltage hazard events. At 15:04 no external power events were seen due to both power leads being disconnected at the same time and then the controller was shut down. At 15:26 there was a no external power event due to both power leads being disconnected. At 15:56 the driveline was disconnected, and then re-connected at 15:57. At 15:58 the controller was re-connected with more low flow and low voltage advisory events. At 15:59 the driveline was disconnected again for the remainder of the log. The low voltage advisory events continued from 16:02 through the remainder of the log. While troubleshooting these events two of the patient's controllers and the patient's modular cable were exchanged.